Manufacturer narrative:
UDI#: (B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim because she underwent revision surgery due to pain and metallosis.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to metallosis. Event description: it was reported by the patient's legal counsel that the patient underwent right total hip arthroplasty on (B)(6) 2015 and had a revision procedure on (B)(6) 2016 due to patient allegations of pain and metallosis. She was worked up for possible metallosis. The patient's radiographic studies showed positive signs of fluit collection. Surgical intervention was requested by the patient after failed conservative therapy. Review of received data: primary surgery report dated (B)(6) 2015 is reviewed. No abnormlaities were observed. Revision surgery report dated (B)(6) 2016: diagnosis: failed right thr indications: patient was worked up for possible metallosis. Radiographs showed fluid collection. Operation: stem, head and liner were revised. No failure types indicated regarding the explanted products in the report. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: no products were received to investigate the reported event further. Revision surgery report does not state any deficiencies related to the explanted item. Therefore it is not possible to meaningful analysis of the complaint. Review of the device history records for the products did not identify any deviations or anomalies related to the event. Possible causes that might be resulting in metallosis could include insufficient connection strength / micromotion leading to wear in taper connection between stem and head, metal particle release from taper (head and stem) connection due to wear and head being implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper). However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-01030.